Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to cut the target polyp and the loop rotated during retraction. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 10.5 ohms, within manufacturing specifications. Further evaluation noted that the device passed the rotation angle test with a result of 60 degrees, which is within specification. Evaluation of the returned device found it within specification; however, the device does deflect when retracted. Therefore, the most probable root cause classification is user preference issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to cut the target polyp and the loop rotated during retraction. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.